Event description:
Customer's wife reported that customer obtained results of 80mg/dl, and 140mg/dl on accu-chek aviva system within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.